Event description:
It was reported that a light sensitive drug set leaked. This occurred during infusion of total parenteral nutrition (tpn) at 7.5 cc/hr. The set was being used with an unknown infusion pump. An unspecified amount of the tpn leaked from the tubing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.